Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported '"I have a patient...has a right rupture. I have to replace both implants. Right deflated.' The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Healthcare professional reported, "I have a patient. Has a right rupture. I have to replace both implants. Right deflated". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: crease is observed, wear abrasion is observed. No further actions are required, as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.